Event description:
The manufacturer received information alleging a ventilator was delivering low pressures and alarmed for low expiatory pressure. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer's complaint was duplicated, new foam had separated from the plastic backing. The device's inlet air path foam needs to be replaced to address the issue.